Manufacturer narrative:
As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason it must be avoided to: use the device while having a bath, a shower, etc; immerse the pump in detergent solutions or in water; infiltrations of liquid inside the pump. The pump was only slightly wet and it was not found the malfunction reported by the customer, so it underwent the regular maintenance service, with the cleaning of the traces of oxidation on the electronic parts. Device evaluated and returned to the distributor/user. No patient involvement. Note: this MDR is generated as a retrospective analysis, for this reason: some information can't be available at this time (e.g. Patient name, age,weight, etc,). Submission date of this report is over 30 days after the date of the event.

Event description:
The customer report a flowrate incorrect.